Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 147 mg/dl. The customer stated that she was giving herself a bolus and received the alarm. She noted that she had already ran a bolus through and everything was fine, but she was still concerned. Upon troubleshooting, it was found that insulin did exit during a manual bolus attempt. Insulin also exited during a 5.0 unit fixed prime. She was unable to remove the infusion set to examine the cannula. She was advised that the alarm may have been caused by a possible site related issue, a bent infusion set cannula, or an insertion site/infusion set occlusion. She was advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.